Event description:
During repair of a chronic total occlusion (cto) the needle of this cto catheter would not fully retract. It was also reported that the needle came out crooked, or rotated when actuated. Upon removal of the guidewire it was noticed that a portion of the iron man guidewire sheared. The age and gender of the patient is unknown. The product looked normal when it was taken from the packaging and the device was prepped according to the IFU. All specific ports were flushed. The ports were not flushed a second time. Cannula actuation was verified and actuation was smooth. The catheter was straight during prep, with some slack. Heparinized saline was used to prep the device. The physician performing the intervention had used this device once prior to this procedure. The tech had very little experience with the device. The sales rep, who was present at the procedure, was very experienced with the device. With the catheter straight, the iron man guidewire was front-loaded. The catheter was not coiled at any point prior to insertion and the cannula was fully retracted. The device was inserted into the patient and placed in position. The needle was actuated successfully. The guidewire was advanced over the lesion but after several centimeters a grainy/ gritty resistance was felt. The physician removed the guidewire and another guidewire (whisper/ guidant) was inserted and the procedure was successfully completed. There was no adverse consequence to the patient.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt.